Event description:
Pdc received a call on (B)(6) 2014 reporting a medical attention that occurred on (B)(6) 2014, around 4:00am. Pt (B)(6) stated that she had symptoms of sweating and dizziness. Pt also stated that her prodigy meter was going into setting mode so she was unable to test her blood glucose level. (B)(6) was not sure what her glucose level was, so paramedics were called approximately 1-2 hours later. Paramedics performed a glucose test using their meter with a result of 358mg/dl. Approximately 2 hours passed between the unsuccessful attempt to test with the prodigy meter and actual test with the paramedic's meter. After pt found out what her glucose level was, she took 10 units novolog and 35 units humulin. Pt was not transported to ER. Pdc sent replacement and prepaid envelope requesting return of suspect device.

Manufacturer narrative:
Ok biotech check the returned meter and found the crystal problem on the meter. We sent a CAPA to the material supplier and they found the crystal is a little bit weak. The crystal had been replaced from (B)(4).